Event description:
It was reported that the patient presented to the clinic and far r-wave over-sensing was observed. Programming changes were discussed, but unknown if it was made. No patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.